Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, the patient contacted animas alleging that the subject pump self rebooted without any prior warnings and/or alarms. At the time of troubleshooting, the patient denied any visible damage to the pump's casing or battery cap. The patient confirmed the battery cap was secured to the pump. The alleged issue power issue remained unresolved.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box showed evidence of unexplained power events. The pump battery compartment was found to be intact and the battery cap was able to tighten to the pump appropriately. The pump was exercised for 24 hours without power issues being duplicated. The battery cap was tested and was confirmed to be in specifications. The pump was opened and a circuit board component was found to be dislodged. The alleged power issue was confirmed in the black box but not duplicated during testing.